Manufacturer narrative:
Device evaluation has begun. Additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
Welch allyn was made aware of an event in which a nurse indicated that she was transferring a pt which was having heart rate problems. During the event, the nurse found that the propaq encore monitor screen was providing visual alarms but the audible alarm output was delayed. Welch allyn factory service received the monitor for evaluation and could not confirm or duplicate the customer allegation, however, welch allyn factory service confirmed that when he turned on the monitor, no sound output was detected. There was no report of any pt harm as a result of the reported event. Note 1 for block a: the customer did not provide any pt info.